Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there was excessive bleeding during the last case. An 18cm device was implanted during the revision.

Event description:
According to additional information received, there was no implant put in during the case in which excessive bleeding was reported. For this case the doctor tried to put in the 20cm and ended up using the 18cm.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing. Quality accepts the physician¿s observations of such as the reason for surgical intervention. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.